Event description:
During a cataract extraction procedure, the physician engaged the capsule with the tip of the irrigation/aspiration handpiece. Reflux could not be activated and the physician had to use a forceps to pull the capsule off the tip. This resulted in a capsule tear and the physician had to perform an anterior vitrectomy procedure. There was no add'l injury to the pt.

Manufacturer narrative:
No problem found with the unit. Problem may have been with the handpiece used with this unit.